Event description:
It was reported that during a angioplasty stent procedure, the catheter was stuck on the wire. The target lesion was located in the left superficial femoral artery. The rubicon¿ 35 catheter was loaded over a non-bsc wire, it became stuck on the wire and could not advance. The wire and catheter were removed together. The procedure was completed with a new wire and a non-bsc catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
Device evaluated by manufacturer - returned product consisted of a rubicon 35 device with a non-bsc guidewire. The guidewire was received inside the lumen of the rubicon. The guidewire was protruding 75cm from the hub and 51cm from the tip of the rubicon device. There was dried blood in the lumen. Microscopic examination and tactile inspection presented no damage to the shaft of the device. An attempt was made to remove the guidewire from the shaft of the device; however, due to the dried blood the devices had to be soaked in a warm water bath to loosen the dried blood. After a week of soaking in the water bath, the devices were able to be separated. The guidewire was re-inserted into the lumen and was able to advance and be removed with no difficulties. The inner diameter (ID) of the rubicon was measured at the hub and tip using a calibrated pin gauge; the ID was within specification. The outer diameter (od) of the non-bsc guidewire returned with the rubicon was measured using a calibrated snap gauge; the od was .035¿. Inspection of the device presented no damage or irregularities. No issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
It was reported that during a angioplasty stent procedure, the catheter was stuck on the wire. The target lesion was located in the left superficial femoral artery. The rubicon¿ 35 catheter was loaded over a non-bsc wire, it became stuck on the wire and could not advance. The wire and catheter were removed together. The procedure was completed with a new wire and a non-bsc catheter. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4).